Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During preparation, upon testing of the rotational speed outside patient's body, the rotawire was observed to be bent. Subsequently, the rotawire broke. The detached portion of the rotawire stayed on the wire lumen. The procedure was completed with another of the same device. No patient complications were reported.